Manufacturer narrative:
(B)(4). Batch # m55g9k. Additional information received: where was the indicator at in the green gap setting scale prior to firing? Dialed all the way down until it was finger tight. Could not dial it down any further did the surgeon wait 15 down and then retighten prior to firing? Yes waited 15 seconds and could not tighten the device anymore. Did the surgeon experience any issues with firing the device? No. Was the washer cut? Yes. Were the doughnuts complete? The doughnut in the anvil did not look good...so I would say no. The doughnut in the stapler looked good and was complete. Were there any issues with staple formation? Yes, the staple formation was not complete. There was a slight hole on the top part of the anastomoses. Investigation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap colostomy take-down the circular stapler was fired and left a hole in the anastomosis. The procedure was completed successfully by using a v lock and suturing the hole. An anastomotic leak test was successfully performed. There were no adverse patient consequences.